Event description:
It was reported that the atrial channel showed consistent, sensed noise that was high-frequency and uniform and appeared to be emi. Three atrial monitoring recordings stored in the device also showed noise on the atrial channel, which was similarly high frequency but less uniform. Lead will be evaluated further. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.